Event description:
The customer reported that air/liquid leaked from the self sealing membrane after removal of the needle during a thoracentesis. The sample is available for evaluation. On (B)(6) 2013, the customer ((B)(6)) provided the following additional information: there was nothing noted of the unit prior to patient use that would indicate a defect. There was no difficulty noted when putting together the safety introducer needle assembly and the catheter drainage assembly or during insertion of the catheter into the patient.  The leakage was noted as soon as drainage was initiated. There was no patient injury or medical intervention required. In addition, the physician was able to complete the drainage with the defective catheter by manually occluding the safety introducer needle hub.

Manufacturer narrative:
(B)(4). Evaluation summary: one (1) complaint sample was received for examination. Examination of the catheter assembly did not reveal any manufacturing or functional defects that may lead to the reported condition. Functional testing was able to confirm the catheter assembly drains as intended. No leaks were detected during functional testing. The investigation was unable to confirm the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. The catheter valve assembly is supplied by an external supplier and is not altered by the carefusion-(B)(4) prior to placement in the finished tray. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes a review of all raw material history files and components used during the manufacture of the lot involved. Based on the investigation results, a definitive root cause could not be identified. No manufacturing, assembly or performance deficiencies were found on the submitted complaint sample. A corrective action plan is not required since a definitive root cause was not identified for the reported condition. As a preventive action, the supplier of the catheter valve assembly will be notified of this issue via a supplier corrective action notice and it will be requested that the supplier provide applicable feedback based on the examination of the submitted complaint sample. The manufacturing plant will continue to monitor this issue to identify the need for any further actions.

Manufacturer narrative:
(B)(4). As the catheter valve assembly component that is within the safe-t-centesis plus 8fr catheter finished good, is supplied by an external supplier ((B)(4)), the component was provided to the supplier for their investigation after the sample was evaluated at the manufacturing plant ((B)(4)). The supplier noted that as the catheter valve assembly component was received broken from carefusion (B)(4), due to destructive testing done at that facility, the supplier was unable to perform a functional test and unable to confirm the customer's reported issue of leaking seal membrane. However, a review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. In addition, no issues were found during review of the internal production records (device history review) for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. The most probable root cause could not be determined as review of the inspection, packaging, and manufacturing processes found no issues that could relate personnel or manufacturing method to the reported issue. Although the most probable root cause could not be identified, all applicable manufacturing and quality assurance inspection personnel will be notified of this report in an effort to raise awareness.